Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned at a surgical intervention due to unknown product performance issues. A new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.